Event description:
It was reported that the device would not power on. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation, in fair condition. Functional test was performed; attempted to power on device but to no effect. Battery was replaced with a known good test battery, and still dut (device-under-test) did not power on. Checked battery holder assembly for signs of corrosion and none were found. Removed faceplate for further investigation. Found switch cam had loosened up just enough so when turned to on position, micro switch actuator did not get sufficiently pressed down onto push button switch. Upon closer inspection of the micro switch wiring, it was noted that the insulation was pinched on the wires, which could also be contributing to the device not powering on. The cause of the reported issue was determined to be due to switch cam had moved out of position and was not activating micro switch and that micro switch wiring on interface board had been pinched. Action(s) taken to mitigate the reported issue(s): interface board assembly was replaced, repeatedly checked on/off function and device powered on without failure, the device passed all functional checks.